Event description:
Due to glenoid loosening, 1 patient had glenoid bone reconstruction with iliac crest bone graft and revision to a reverse shoulder arthroplasty.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. "Walch g, moraga c, et al. (2012). Results of anatomic nonconstrained prosthesis in primary osteoarthritis with biconcave glenoid", j shoulder elbow surg, 21:1526-1533.